Event description:
A doctor reported that the equipment's footswitch did not activated phaco power prior to a cataract with intraocular lens implant procedure. The pt had received peribulbar anesthesia in preparation for the procedure, however the procedure was canceled. There was no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).